Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device experienced a cardiac arrest and subsequent coma while in the hospital recovering from an unrelated incident. No further information is available at this time and it is unknown whether the patient's device was implanted prior to the arrest or in response to it. The patient was reported to have expired approximately 20 days post-implant due to unrelated comorbidities.